Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was static. Customer's blood glucose level ranged between 150-250 mg/dl. Customer was able to successfully reload a new cartridge to resolve the issue.